Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the drain was implanted. When performed milking, the nurse noticed that the drain was broken. Milking roller was not used. There was no adverse consequence to the patient reported.

Manufacturer narrative:
Received used fluted drain. There is cross-cut 4 mm long on the drain about 15 cm above the black dot. The drain was damaged with some sharp instrument.